Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Almost choked on square piece of brush [choking sensation]. Brushhead came off in mouth [device breakage]. Case description: a male consumer of unspecified age reported while using an oral-b dualaction brushhead with an oral-b rechargeable toothbrush, version unknown the brush came off in his mouth. The square piece came off and he almost choked on it. No further information was provided.